Manufacturer narrative:
Pump passed the displacement test but a33 alarm during prime/fill the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting out insulin during priming. The customer's blood glucose level was 118 mg/dl. The customer reported that the insulin pump also had compromised forced sensor system error. The customer was unable to prime the set. The insulin pump will not be returned for analysis.